Manufacturer narrative:
Results: the customer returned three samples confirming the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5246778. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that three 13x100 mm 6.0 ml bd vacutainer® plus plastic serum tube. Red bd hemogard¿ were delivered to the customer without the appropriate label.